Event description:
It was reported that the health care professional (hcp) called regarding this patient with a subcutaneous implantable cardioverter defibrillator (s-ICD) system in which the smart pass feature was disabled due to low amplitudes. Additionally, it was noted that the patient received multiple inappropriate shocks due to oversensing via a change in morphology. The hcp would like technical services to analyze the data. At this time, the electrode remains in service. No additional adverse patient effects were reported.